Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the consumer called the provider requesting a wheel assembly because the spokes on his wheel were broken.